Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) 2018 due to high blood glucose level was 366 mg/dl. The customer reported that they were treated with insulin pens at the hospital. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.